Event description:
A ventilator was returned to the manufacturer for service due to an alleged issue with the initial power up of the device. There was no harm or injury reported. During the device's evaluation, the reported issue was unable to be confirmed, however the device display did not function properly. The customer requests no repair of the device.